Manufacturer narrative:
The tech found the steering and brake caster were damaged along with the caster supports. The tech replaced the casters and caster supports to repair the bed.

Event description:
Info received indicates the brake is not holding.